Manufacturer narrative:
Vyaire reference #: (B)(4). The vyaire service dept. Received the user interface module (uim) and performed an evaluation. The reported issue could not be duplicated. A technician from the failure analysis laboratory reviewed the service dept.'s evaluation and confirmed their findings. If additional information is received regarding this complaint a follow-up report will be submitted.

Event description:
It was reported to vyaire that intermittently, the user interface module (uim) on the avea ventilator does not power up. The customer stated there was no patient involvement.